Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, difficulty breathing, and surgery on the nose. The device was not returned for evaluation the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.